Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [bad image] was not confirmed. According to henke: scope has been evaluated as a level 3 repair due to the distal tip and fiber damage, dent and scratches along the needle. Cannot confirm the complaint (image is bad) probably root cause for this failure is:damage is due to customer use and/or handling. Manufacture date is not known.

Event description:
It was reported that there was a poor image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a poor image during procedure.